Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial #: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure using the ligasure vessel sealing device, approximately 30 minutes into the surgery, the surgical time was extended by 10 minutes due to several issues. While working on the round ligament, the knife blade became stuck at the distal tips of the jaws. The jaws could not be opened using the handle, making it difficult or impossible to open the device. Although the knife blade was extended, it did not protrude beyond the edge of the jaws. Additionally, the device got stuck on tissue. The surgeon attempted to force the jaws open several times. Clips and metz were used to divide the impedance planimetry ligament. Another ligasure blunt tip device was opened and used to complete the case without further trouble. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: d3 (mfg name and address), d4 (UDI#), g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the knife blade became stuck and the jaws did not open. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.